Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. G5. PMA/510k info: k111860 k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2. It was reported that while using bd max¿ system, bd max¿ instrument produced false positive results. The following information was provided by the initial reporter: produced false-positive results, based on positive curve's shape and lack or reproducibility.

Event description:
Report 2 of 2 it was reported that while using bd max¿ system, bd max¿ instrument produced false positive results. The following information was provided by the initial reporter: produced false-positive results, based on positive curve's shape and lack or reproducibility.

Manufacturer narrative:
H.6 investigation summary the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives." Customer reported that they are witnessing suspected false positive results for cdiff and extended enteric bacterial panel assays. Review of associated case notes and work order for this complaint reveals the issue in this complaint was recorded as an instrument issue in picking up tips and a barcode scanner error. A bd field service engineer (fse) was dispatched to the customer site where they performed calibration of the robot and adjusted the alignment of the barcode scanner. This resolved the issue. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and one additional case was observed on 14jun2023 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.